Event description:
It was reported that during a left internal carotid artery stenting procedure, resistance was met while advancing the nav6 emboshield embolic protection device through the co-pilot, through the non-tortuous vessel and past the 80% moderately calcified lesion to it's distal parking place. Resistance was met when removing the nav6 delivery system. It was determined that the resistance was from the co-pilot, so the co-pilot and nav6 were removed. A new nav6 and co-pilot were used to complete the procedure without issues. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.